Event description:
During a hepatectomy procedure the hand piece top broke when they were trying to screw the instruemnt. They had another hand piece, so the procedure was finished successfully. There was no adverse pt consequence.